Event description:
An individual claiming to be kw contacted the lumenis website regarding injuries that she alleged occurred in association with a test patch for ipl hair removal performed about 4 yrs ago at a beauty ctr. The individual claiming to be kw alleges that she pursued evaluation by her family physician one month after the incident, and that the family dr referred her to a dermatologist, whom she saw about 3 months after that. The dermatologist allegedly told kw that she had "pigmentation" and should keep the area covered to minimize future sun damage. The individual claiming to be kw alleges that she still has "white scarring" which is mot noticeable in the summer when she has a tan. Lumenis requested that kw provide med records of the treatment received and as of 2006. Lumenis has not received the records.